Event description:
On (B)(6) 2013, the reporter contacted animas and alleged the following: his son had been treated at two different emergency rooms in 2 days for high blood glucose (bg) with positive ketones. Bgs went as high as 400+mg/dl with large ketones, with upset stomach and headache. The diagnosis was dehydration with high bg. The patient was treated with IV fluids and insulin both times and sent home. Bg was not responding to either pump bolus or injections. Dad reports patient is going through a rapid and steady growth spurt; they are working closely with hcp to make adjustments. The fasting bg on (B)(6) 2013, was 140 mg/dl, the patient ate breakfast and bolused. Two hours later, bg was 400 mg/dl with moderate ketones. The patient was given injections and bg did not respond. The pump was used for basal rate, the site was changed twice, from arm to abdomen. The health care professional (hcp) instructed parents to take patient to emergency room (ER) on (B)(6) 2013 where he was treated and released. On (B)(6) 2013, the patient was at home and the bg was again 400+ mg/dl, with large ketones. The hcp instructed the parents to change out the insulin: as there was no resulting change in the bg level, the patient was again taken to ER, at another hospital. Diabetic ketoacidosis was ruled out; the patient was hydrated with IV fluids and given 10u insulin via IV. His bg came down to 360 mg/dl, and the patient went home. The patient had continued to wear pump for basal but was using injections to cover food. Patient's bg never came down to normal range, remained in upper 200 mg/dl. Customer technical support (cts) reviewed the pump with dad. There was no indication of pump malfunction, alarm history revealed after a replace battery alarm occurred on (B)(6) 2013, at 2:43am, there was no insulin delivery until 6:43am, which could be probable cause of the elevated bg beginning on (B)(6) 2013. Bolus history identified that patient does not always use advanced features to calculate bolus totals. Cts called dad on (B)(4) 2013: patient had changed site/set and had not taken any correction or carbohydrate bolus, most recent bg was 370+ mg/dl. Dad had given an injection of 5u to cover carbs at lunch. Dad is unsure if that calculation also covered the high bg. Instructed dad to monitor bg, to determine if patient is calculating the correction injection correctly and why the injections are not correcting his bg. Dad will work to confirm when son is correctly calculating for injection. Instructed dad to use pump to calculate the correct bolus totals using setting programmed in pump. This complaint is being reported because the patient had several episodes of hyperglycemia and required medical intervention while on insulin pump therapy. Although there is no evidence of a pump malfunction, the subject pump cannot be ruled out as a contributor of the event.

Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2013-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the daily insulin delivery totals were reviewed and correctly reflect the users programmed basal rates showing the pump was delivering accurately up until the last date used by the patient. The black box shows on (B)(4) 2013 at 02:36 a "replace battery" alarm. The alarm was not confirmed until 06:40. No insulin deliveries were made between 02:36 and 06:40 on (B)(6) 2013. The pump was tested on a 29 hour flow test; the pump passed the required test and was found to be delivering within the specifications. A force sensor calibration test showed the pump is not detecting the correct force. The force sensor resistance was found to be in specifications. Investigators were unable to duplicate the complaint during the investigation.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.